Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03259. It was further reported that the target lesion was located in the mid right coronary artery (rca). Following predilatation with a 4.0mmx15mm non-bsc balloon, a 3.5mm x 18mm non bsc stent was deployed in the target lesion. Post dilatation was attempted with the same balloon, but it failed to cross the tortuous area between the proximal of rca and the middle of rca. An attempt was made to delivery the balloon using the first guidezilla&#11168;during insertion of the balloon into the first guidezilla. Resistance was encountered and the first guidezilla kinked. An exchange was made for another of the same guidezilla. Resistance was again occurred and the second guidezilla kinked. The procedure was completed using a buddy wire technique.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device returned for analysis. Microscopic examination and tactile inspection revealed that the device was separated at the shaft/collar area, with damage to the collar. Ptfe was pulled out from the collar. Microscopic examination of the tip revealed no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01apr2016. It was reported that shaft kink occurred. A 145, 5-in-6 guidezilla extension guide catheter was selected to deliver a balloon catheter. During the procedure, there were difficulties on the guide segment part of the device and the collar part of the guidezilla was kinked. The procedure was completed using a buddy wire technique. No patient complications were reported and the patient's status was good. However, device analysis revealed a separation at the shaft/collar area.